Event description:
Additional information was received via the healthcare provider (hcp) and device manufacturer representative indicated that upon opening the patients spine it was confirmed that the catheter was patent and there were no issues with the catheter. The hcp decided to splice the catheter and did not remove any portion of the catheter.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, lot#/serial# (B)(6), implanted: (B)(6) 2016, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the spinal catheter was explanted/replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 01-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (10 mg at 4.0337 mg/day), baclofen, unknown (495.9 mcg at 200.03127 mcg/day), and bupivacaine (5.1 mg at 2.05719 mg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the patient called stating they were experiencing increased pain and were requesting a dye study.  On (B)(6) 2021 the patient called reporting increased pain and cannot sleep due to pain. On (B)(6) 2021 the patient reported increased pain, and the pain was rated 10/10. The device was reprogrammed where the hydromorphone was increased. On (B)(6) 2021 the patient reported increased pain and the pain was a  10/10, and the previous increase was not helpful. The patient requested oral pain meds. The hcp stated patient needs a catheter dye study (cds).  The device was reprogrammed where they increased the hydromorphone.  On (B)(6) 2021 a cds was performed,and found the catheter to be occluded. Surgical revision required.  The outcome was noted as ongoing.  The clinical diagnosis was inadequate pain relief. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.